Manufacturer narrative:
The pump passed the displacement test. The pump gave an alarm during the self test due to moisture damage on the remote frequency board. The pump had intermittent button response on the esc button due to moisture damage on the keypad traces. The pump also had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and a broken belt clip slot.

Event description:
The customer called and reported the insulin pump gave a radio frequency self test failure alarm every morning and a button was not consistently responding. The insulin pump had not been dropped or exposed to moisture. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.